Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed an error e433. The issue was found during inspection for use. There was no patient involvement on this reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d10, g3, h2, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the completed investigation, the error e433 was likely due to a defective generator board. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.